Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart and a cold reset performed alarm. Customer stated that they got a message to change the battery and the reservoir they changed the battery first, but its showed unexpected restart and a cold reset performed alarm and its not letting them do anything. Customer stated they were able to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.